Event description:
The doctor stated that the patient received a medpor mandible implant. The doctor stated that he placed the implant using the intraoral route. The doctor reported that the patient developed an infection. The doctor treated the infection with antibiotics. The doctor reported that the patient did not return for a follow-up.

Manufacturer narrative:
A copy of the current medpor implant instructions for use is enclosed with caution section highlighted. This document accompanies each medpor implant.